Manufacturer narrative:
(B)(4) date sent: 11/21/2016. Following information was requested but unavailable: was the band in the gastric lumen? Was an endoscopy performed? Has there been any port infections? If yes, when was it diagnosed and how many times were they treated for the infection? How is this infection being treated? When was the band implanted? When was it removed? How many adjustments had the patient had prior to this event? What were the amount of each adjustment? How did the patient present? What is the current status of the patient?

Event description:
It was reported that during surgery for a lap band removal the device was found to have eroded inside of the patient. The band had been implanted an unknown number of years ago. The patient is still hospitalized with infection and other unknown post operative complications.

Manufacturer narrative:
(B)(4) date sent: 12/6/2016. Batch # (B)(4). Corrected data: product code the device was returned in good packaging. The device appears black in color (likely due to blood/ decontamination) and debris was observed on the port, band and catheter. The band was returned with 42cm of catheter attached. The buckle had been cut on the side of the buckle. The balloon was cut and the closed end of the balloon separated. No lot number is visible on the band. This is a straight band (rlzb22). The port was returned with the locking connector in place and the hooks closed. The tubing strain relief was floating near the catheter port connection. The 11cm of catheter was attached to the port. Lot number etched on the port is 20-05-24-56. Erosion is a recognized adverse event associated to gastric banding; visual or functional analysis cannot confirm these adverse events, therefore no other analysis, other-than outlined above could be performed on the returned device. Evaluation of the device cannot confirm events that are physiological in nature. While it was not possible to draw a definitive conclusion regarding the root cause of the reported event, it was observed within the product's instruction for use (IFU) that erosion is a recognized adverse event associated with gastric banding and the realize adjustable gastric band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.